Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : third-party service center.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint were confirmed. The device's system board was replaced to address the issue. In this report, corrected describe event or problem is updated: the manufacturer reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint were confirmed. The device's system board was replaced to address the issue. In the previous report, section in box d: device serviced by 3rd/device avail, section in box h: evaluation method code and section in box b: describe event or problem was incorrect. It has been updated/corrected in this report.